Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection in (B)(6) 2019 and had debridement and replacement of the implantable neurostimulator (ins).